Event description:
Healthcare professional reports three incidents of blood leaks with the af-220 dialyzer, occurring from 2000 through 2000. One incident was positive with hemastix. Blood was not returned in this incident and treatment was not resumed. In the other two incidents, pts had an estimated blood loss of 200cc each. No pt injuries or medical intervention reported.